Manufacturer narrative:
Upon return of one suspected mask, the item was found partly disassembled in its primary packaging. In particular, a snap ring which secures the elbow connector at the outlet of the mask body was separated. In consequence, the elbow connector could be pulled off from the mask body at very low strain force already which fits in general to the user's report. No damage or other deviation was detected at the respective parts during detailed visual inspection and - after reassembling of all three parts, the mask was fully compliant to specifications. The reason for the disintegration of the mask parts cannot be determined with certainty. It would be a reasonable explanation that the snap ring was not fully inserted to the adjacent channel during assembly and became detached during transport. The supplier was informed about the issue. The IFU contains explicit warnings that the product has to be checked for mechanical integrity prior to use and must not be used if deviations are observed. The separation of the snap ring is well-detectable when unpacking the mask and should prevent from using it. Furthermore, it is clearly stated that the ventilator used in combination with the mask has to be equipped with an adequate alarm system to alert disconnection and leakages during non-invasive ventilation and that proper alarm settings have to be made for the individual patient.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that in total 8 masks had been used on the same patient, who was ¿patient without any strength because at life-end¿. All of the masks broke at the joint between mask and elbow connector. There was no injury reported.